Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the field clinical specialist, during a transcatheter aortic valve replacement (transcatheter aortic valve replacement, tavr) procedure using a 26mm sapien 3 ultra valve, the initial device was unable to advance past the inguinal ligament. Fluoroscopic imaging revealed a kink in the sheath, with a possible bent strut noted. The decision was made to remove the initial system and proceed with a new system utilizing a 16 french sheath. The procedure was completed successfully following replacement of the system. The field clinical specialist reported that the patient's large body habitus may have contributed to bending of the sheath. The device was discarded at the hospital. Imagery review identified a strut penetrating through the strain relief.